Event description:
Info received indicates the brake is not holding at the foot end of the bed.

Manufacturer narrative:
The technician replaced the brake steer caster main bearing and the caster support to repair the bed.